Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that, as part of the clinical investigation, the customer indicated that their pap device may not have been functioning as intended. According to the customer's physician, this issue could potentially be contributing to the upper respiratory infection(s). This report is provided for due diligence. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports upper respiratory infection, headache, coughing & sneezing. Md seen. Received antibiotics, otc cough syrup, otc antihistamine.